Event description:
It was reported that right total shoulder arthroplasty was performed in 2003. Due to main revision procedure replacing bi-polar, liner and modular head was performed 10 months later.